Event description:
The technician reported the right side is not latching. The stretcher was found in the basement of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right side rail is missing the roll guide and the bushing spacer is cracked. The technician replaced the right side rail roll guide and bushing spacer to resolve the issue. Based on the information, no further action is required.